Event description:
It is reported that the new fluted broach is not finished on the inside. This report was received on november 24, 2008. With the information available at the time this report was received, there was no indication that a medwatch was required due to the product not having been used and no actual malfunction occurring. During the investigation process, a potential patient risk due to corrosion of the surface was discovered. This information was provided on january 21, 2009, therefore, this is the date reflected on this medwatch.

Manufacturer narrative:
This report will be amended when our investigation is complete.